Manufacturer narrative:
The pump passed the self test and displacement test. The pump was paired with a guardian link 3 (gl3) transmitter (B)(6) and a test plug. The pump was calibrated to a programmed test value properly. The pump was monitored while connected to the transmitter and the test plug no unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. The pump paired to the minimed mobile app successfully on an ios platform. Programmed and delivered a test bolus and changed the basal rate. The bolus delivery and basal rate change were transmitted to and recorded on the minimed mobile app properly. The pump paired with a test accu-chek guide link bg meter. The pump communicated properly and recorded the 93 mg/dl test value properly from the test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. All buttons functioned properly during testing. The pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, broken belt clip rails, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Loss of pump to transmitter, accu-check bg, and minimed mobile app complaints are not confirmed. The complaint of sticky buttons is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues, including the insulin pump not connecting to the meter, mobile application, or sensors, a broken back of the insulin pump where the clip attaches, and sticking buttons. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.